Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with a low blood glucose. Customer stated that the paramedics came and treated them at home. Customer was given a glucagon shot, which brought their blood glucose to 69 mg/dl. Customer stated that they were unresponsive before then. Customer also stated that on (B)(6) 2015, their blood glucose was 40 mg/dl and they ate a sandwich and had milk. When the customer got to the hospital, their blood glucose was 17 mg/dl in one hand and 14 mg/dl in another. Customer stated that on (B)(6) 2015, they had a blood glucose of 50 mg/dl. Customer was experiencing confusion and irritability, so the customer's husband took them to the hospital. The customer's blood glucose was 13 mg/dl at the time. Customer stated that after dinner, their blood glucose goes up a lot, and the pump is making an occasional grinding noise during rewind. The insulin pump will be replaced with a loaner pump.